Event description:
Reported event: clip extraction. Time of malfunction: after vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the procedural sheath was removed, a previously implanted starclose clip, was extracted. No vessel damage was reported and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.